Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted 40% in one day. Customer reported blood glucose (bg) level was impacted (300 mg/dl). A correction bolus was delivered to address elevated bg level. It was indicate that the customer would continue to use the pump until the replacement pump was received.